Event description:
Contracted viral meningitis (B)(6) 2007, 18 months after having breast augmentation ((B)(6) 2005). Years of auto immune mis-diagnosis (lupus etc.), breathing issues, persistent viral infections, and treatments for (B)(6), thyroiditis and fibromyalgia followed. Currently being treated for unexplained brachial plexus nerve damage and neurological symptoms. No other prior or family history of any current diagnosis (no one else had implants). Ana positive, osteopenia, vitamin d deficiency, homozygous mthfr mutation chronic fatigue, brain fog, memory loss, muscle and joint pain. Two arthroscopic hip surgeries to repair torn labrum, hair loss / thinning, dry skin and hair, premature aging, weight problems (weight gain), chronic systemic inflammation, neuropathy, neurogenic pruritus, poor sleeping / insomnia, chronic dry eyes, decline in vision quality, hypothyroid thyroiditis, parathyroid dysfunction, anterior pituitary disorder, hormone imbalance, peri (early) menopause, low libido, slow healing, easy bruising, throat clearing, cough, difficult swallowing, choking, reflux, low serum alkaline, phosphatase, pmdd (premenstrual dysphoric disorder), gastrointestinal reflux, leaky gut, ibs, persistent fevers, night sweats, intolerance to heat/cold, persistent bacterial, viral fungal infections, persistent plantar wart (wouldn't resolve after surgery to remove), yeast infections, candida / bowel, sinus infections, multiple polyps removed during three colonoscopies, ear ringing and ear infections, vertigo, sudden food intolerance to gluten, headaches, migraines, and ocular migraines, slow muscle recovery after even minor activity; heart palpitations, changes in normal heart rate or heart pain, sore, and aching joints of shoulder, hips, backbone swollen, and tender lymph nodes in breast area, underarm, throat, neck, groin; dehydration for no reason, numbness / tingling sensation in both arms and chronic cold hands, and feet pain and or burning sensation around implant, brachial plexus, and underarm cervical plexus, neuropathy causing dyspnea (breathing problems), shortness of breath, chest pain chronic extreme, low white blood cell count, gallbladder problem, anxiety, depression, and panic attacks symptoms of fibromyalgia; lyme disease, (B)(6), with labwork proof of increased igg symptoms of auto-immune diseases such as raynaud's syndrome, hashimoto's thyroiditis, rheumatoid arthritis, lupus, sjogren's syndrome, nonspecific connective tissue disease. Mother of two (viable pregnancies), implants placed a year after second child was born. Non smoker, little alcohol use, healthy lifestyle. FDA safety report ID# (B)(4).